Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The manufacturer's technical services (ts) confirmed the reported issue. Provided parts ID for the 2nd gen ui assy and 2.10 software. The customer ordered the ui assy part to repair issues himself. The part was returned to the manufacturer for investigation: it was determined the root cause for the reported issue is due to the burned out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.